Event description:
The customer reported that the 9900 system locked up during a case. The system beeped but there were no lights on and no live images updating. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.